Event description:
During axial tx sar sequence of right knee MRI, pt began to complain that "something was getting very hot. She was burning." The scanner was stopped and the technologist checked on the pt. The cable was laying across her lap on top of a towel and a 1 inch pad. Add'l toweling and padding was further used to isolate the cable from the pt and the scan was continued. The pt complained of a left groin area burning sensation. A red area was noted by the technologist in the left groin area. Coil removed from service. Service call to MFR and coil replaced (B)(6) 2012. Report to MFR (B)(4) 2012.